Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information while the supris sling was being placed by the physician and during implantation, the bladder was perforated. After placement the perforation was discovered during cystoscopy. The physician did not feel comfortable leaving the sling in place and removed it.